Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shocking sensations. Lead fracture was visibly confirmed for two leads. As a result, surgical intervention was undertaken on (B)(6) 20255 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.